Event description:
It was reported the physician thought the patient had an infection at his ipg pocket site. It was reported the pocket site was slightly open. The physician took the patient to surgery to clean the pocket site and take culture samples. It was noted upon removing the ipg from the pocket the port plug was loose. The physician allegedly tightened the plug and reimplanted the ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.